Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level displayed "high" and was corrected with a manual insulin injection. Customer reloaded the cartridge to resolve the issue.